Manufacturer narrative:
Patient''s weight unk. Patient''s ethnicity/weight unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was returned to the manufacturer on (B)(6) 2022. The device evaluation and investigation were completed on (B)(6) 2022. Device evaluation: the device was returned to the manufacturer and was evaluated by a cross functional team. The length of the device''s shaft was crepitus (crunchy) and held a shape set. The device''s blades were extended past the outer band at the device''s distal tip. The device''s handles halves were removed, with biologics visible on the inside of both handle halves, and in the internal mechanism of the device. Normal to heavy wear was evident on the trigger tabs. The end cap had significant biologics present and was removed with force. Excessive marring was present on far and home track return paths, and damage was evident on the device''s barrel. The drive shaft was able to rotate, but the rotation did not transfer to the distal blades. The device was ultrasonically cleaned and cross sectioned; the team was able to break the blades free from biologics. The blades extended and retracted with manual actuation, but the keys would not align due to heavy biologics. The device was ultrasonically cleaned again. No crepitation was felt, but the device''s shaft still held shape set. Biologics were observed at the distal tip. The blades were retracted, in the proper position, and not concentric with the device''s outer band. The drive shaft could manually actuate, and the blades extended and retracted as intended. Actuation pulls were not attempted due to severe barrel damage. Although excessive biologics caused barrel damage and the device''s blades to be extended, this has been determined to be a design related failure due to the damage observed on the device''s barrel.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. In addition, cook medical bulldog lead extenders and cook medical one-tie compression coils were used on the leads as well. A spectranetics 16f glidelight laser sheath and a spectranetics 13f tightrail rotating dilator sheath were in use during the procedure. The ra lead was removed successfully. While attempting to remove the rv lead, it appeared that the tightrail mechanism had worn out; the blades would not engage appropriately. They would move slightly but not enough and upon trigger activation, the device was emitting a strange sound. Use of the tightrail device was discontinued and the glidelight device was used to complete the procedure with no reported patient harm. However, during device evaluation on 16 mar 2022, it was discovered that the blades of the tightrail device were not retracted and were in an extended position, past the outer band of the device. This report captures the tightrail device which was found with extended blades during device evaluation, potential for harm.